Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed. These malfunctions were noticed during the preoperational check. Various alarms and all ending in ambient state were observable. Tf446026 (amvreferror), tf446029 (ambientfailuredetected) and tf485001 (ambientfailuredetected). The device log files were provided to hamilton. But unfortunately these log files end on 20-jul-23. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed. These malfunctions were noticed during the preoperational check. Various alarms and all ending in ambient state were observable. Tf446026 (amvreferror), tf446029 (ambient failure detected) and tf485001 (ambient failure detected). The device log files were provided to hamilton. But unfortunately, these log files end on 20-jul-23. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.